Event description:
It was reported to medtronic neurosurgery that the pt's condition declined after shunt placement. The report came from a family member of the pt.

Manufacturer narrative:
The device remains implanted. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. Requests for add'l info have not been returned. Therefore the relationship between the shunt and pt's decline is unk. All of our valves are 100% tested at the time of manufacture.